Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Patient reported against the right side device ""felt like it was pulling on the right side below, debris on the area along the side of the implant, possibly a slow leak". Device remains implanted.